Event description:
The following information was provided by global pharmacovigilance: this is a spontaneous nurse report from the USA on (B)(6) 2010 of an "old incision that broke" and bacterial peritonitis with the culture positive for (B)(6) in a (B)(6) male patient. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient had an "old incision that broke." On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment information was not provided for the events. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of an "old incision that broke" resolved. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with the culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of an "old incision that broke" with regards to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10c31049 and h10i30048 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.